Event description:
It was reported error 160 - gas force infusion (gfi) low bottle pressure multiple times, before and during surgery. Priming goes through normally despite errors and machine works normally. Patient information cannot be provided due to personal data privacy legislation/policy. No further information has been provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. (B)(6). Device evaluation: the system was evaluated by a field service engineer (fse). No problem was found in the system the system is within johnson & johnson surgical vision (jjsv) specifications. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) and system and its components met all specifications prior to being release. No device failure was identified. Conclusions: based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.